Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4) lot# : id20k009 visual and optical examination identified it appears that the driver's tip has been broken off. The metal deformation gives indication that the failure was the result of torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t4-pelivis psf for an indication of scoliosis. It was reported that the drivers were broken and the tab on shaft is broken, no longer retains set screws and the flex arm will not tighten. The drivers came in contact with the patient but the flex arm was not being used on the patient while the malfunction was noticed. There were no patient symptoms reported. There were no further complications reported regarding the event.